Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6) 2015. Patient reported that the skin immediately under the sensor patch became irritated and there was a clear demarcation between the areas under the patch, leaving the unaffected skin very visible. Patient stated that the area under the sensor began to itch within a day or two and it so severe that it needed to be removed. Once the sensor was removed, the affected area remained red, itchy and irritated. The affected area was treated with mupirocin, prescribed by the patient's physician. Date of prescription was unknown. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.